Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the hospital after receiving an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (sicd). Review of the subcutaneous electrogram (secg) identified oversensing of noise in primary sensing vector. A boston scientific technical services consultant discussed the clinical observations, programming options and troubleshooting with the caller. The local area sales representative reported noise could not be recreated in primary or secondary vector with provocation. Chest x-rays were performed and the physician reported no abnormalities in electrode appearance. Provocative testing did not induce any noise. The device was programmed back on and reprogrammed to secondary vector. Exercise stress testing was performed and stable sensing was confirmed. No additional adverse patient effects were reported.